Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, devices were not returned for evaluation. For the reported two malfunctions, the investigation is inconclusive for fracture. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0600620 catheter, intravascular, therapeutic, long-term greater than 30 days allegedly experienced fracture. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The age, weight, and gender were not provided for both patients.